Manufacturer narrative:
This product is not marketed in the us. Evaluation on the returned sample: figure of the leading haptic was abnormal at confirmation point. The volume of used viscoelastic material appears to be enough. The top flange was pushed down correctly. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon "pushed the rod of a ks-1 aq2017v, intraocular lens, 13.0 diopter, forward and confirmed at confirmation point, figure of anterior haptic and trailing haptic was abnormal." Therefore, canceled use of the lens. There was no patient contact.